Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report from charlie jarman, europa sales manager, " I was notified last night by a cardiac surgeon called kit wing, barts hospital, london that a patient that he put a mitral onx valve into suffered a stroke a few weeks after implant. The implant was done a year ago." Additional information received from the rep on 10/18/2016 indicated that the implant was (B)(6) 2015, product code onxm-31/33 sn (B)(4) and "as per photo of implant book [see attachment] also an edward's lifesciences physio ii ring 5200 I shall fill out the correct field assurance form tonight when home with hospital and surgeon email and address information. The patient had a stroke dense right hemi- plegia and is now waking with a stick. Post-operative stroke, echo clear on day, was never on af, stroke was day 10 inr was 1.8 at time of stroke and he was on an inr of 1.4-1.8 since operation."

Manufacturer narrative:
The manufacturing records for the onxm-31/33, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The onxm-31/33 sn (B)(4), was implanted (B)(6) 2015 and the patient suffered right hemiplegic stroke 10 days postop. Inr ranged from 1.4-1.8 postop, measuring 1.8 on day of stroke. This information was provided to company representative but could not be confirmed from implant registration records. This event is classified as an early event (<30 days postop); the patient had not yet achieved the current recommended inr range for on-x mitral valves of 2.5-3.5. Postoperative stroke is a small, but recognized risk of mitral valve replacement [instructions for use (IFU)].in a single-center study specific to the on-x valve, 164 mitral patients were analyzed retrospectively for adverse events. Of this particular group, there were five instances of early thromboembolic events [tossios, et al. 2007].